Event description:
Upon opening a bandaid, a red stain similar to blood was observed on the gauze portion. This was the third or fourth bandaid from the box. No problems noted with previous bandaids. MFR of regulatory affairs stated no recent complaints of this manner. However, they do on occasion, get similar complaints. Previous similar revealed the red dye to be a lubricating agent used in the MFR of the product.